Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged due to dim pump running lights.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having dim pump running light emitting diodes (leds) was not confirmed. A review of the submitted log files spanned approximately 18 days ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). There were no notable alarms active in the log file and no issues pertaining to pump interruption. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that there were no pictures of the led available. There were no issues with pump interruption reported. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.